Event description:
It was reported that a patient experienced scratches on the screen, non-responsive buttons, and diminished battery life on their device. There was no reported impact to the customer's blood glucose level. The task team completed a battery depletion calculation, finding an estimated depletion rate of 25% per day, and the case was closed by cts.